Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet bionic pancreas had an unresponsive wake button and provided no haptic feedback, despite adequate battery charge, and the user supplied a corroborating video; blood glucose was not affected and the user continued cgm monitoring separately. Symptoms included no clinical effects. Outcomes included replacement of the device and return of the affected unit. Investigation included remote troubleshooting and user education. Investigation of this device was confirmed and revealed a device hardware malfunction related to the sleep/wake button with no impact on therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the device¿s wake button.